Event description:
Home patient (hp) reports shoulder pain due to excess air infused into peritoneal cavity. Hp reports they use two apd 12 ft. Extension lines, and reports they connect them after prime. Baxter technician instructed hp to prime their pt extension lines completely, prior to connecting themselves. Rn reports they were unaware of incident and notes hp was not treated for pain and was not given an x-ray to determine presense of air. Rn reports hp is aware of proper procedures; however, they will follow-up with patient to review priming procedure. No pt injury or medical intervention required per rn.